Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain where redness and swelling were observed around the device pocket. An infection on the ICD system was confirmed. The leads were explanted and a temporary right ventricular lead was implanted due to the patient's cardiac condition. The device was explanted and replaced during a separate procedure after the infection healed. The patient was in stable condition and the right ventricular and right atrial leads were non-abbott products. Related manufacturer number: 2017865-2017-32161.